Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a skin reaction under the sensor patch adhesive. Sensor was inserted at the abdomen on (B)(6) 2015. Patient described the skin reaction as redness, itching and blistering at sensor insertion site. Patient uses atarax, prescribed by physician for an issue not related to dexcom use. Patient reported that physician prescribed this medication for an allergy to benadryl. Date of medical intervention and prescription is unknown. Patient reported that she did not seek medical intervention for the reported event. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).